Manufacturer narrative:
The insulin pump was received unable to prime during the prim test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation and was monitored and no blank display anomalies or failed battery test noted. The insulin pump was received with operating currents within specification and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer also reported that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.